Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider reported that the patient underwent ¿at least eight surgeries for csf leak prior to (B)(6) 2007¿. Despite prior surgeries to repair csf leak, the patient had still not received adequate pain relief, and he complained of persistent daily headaches amongst a multitude of other concerns. The headaches were not positional and did not occur consistently at any particular time of day.